Event description:
Litigation papers allege the following: on or about the (B)(6) 2007, products were used and plaintiff underwent bilateral total hip arthroplasty surgeries in which depuy asr components were used and placed into both of patients hips. Plaintiff was injured resulting in severe and serious injury to his person. Patient fact sheet form was received which identified part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.